Event description:
The customer reported the alarm remains in the hold mode when an attempt is made to monitor. The customer was informed to wait 30 seconds after pressing the hold button but the results remained the same. There was no visible damage to the outside of the alarm reported. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). The product has been requested to be returned but has not been received. (B)(4).